Event description:
A multi-band ligator was used for banding esophageal varices. The barrel of the ligator was loaded onto the endoscope and inserted into the patient's esophagus. Once inserted the bands spontaneously fired. Then the barrel detached from the tip of the endoscope into the patient's esophagus. The barrel was retrieved with forceps with no patient injury. Information on endoscope model or procedural details was not provided.